Event description:
Caller alleged discrepant high inratio inr result in comparison to lab inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.5, lab inr: 1.65, therapeutic range: 2.0 - 3.0. The time between testing was ten (10) minutes. There was no reported adverse patient sequela. Though requested there was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indications of a product deficiency. No corrective action is required at this time.